Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, before firing, the user needed to unlock the safety latch, but it couldn¿t at first because it was stuck. Also, the anvil was bent. An extra manual force was performed to unlock it and then firing with no more issues. The green bar was visualized before firing as usual, and the procedure was completed. There was no patient injury.